Event description:
The user advised that the pump alarmed as intended and displayed system error as intended when the device was in use. The system continued to infuse at the programmed rates. The pt reportedly was not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required upon completion of the infusion.